Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 was failed. A field service engineer arrived at the station and had the customer log in and navigate to storage space recovery. The customer successfully recovered the failed space. The station was then shut down. The back panel and the back of the drawer were removed, and the row board cables were disconnected. The system was allowed to reset for a few minutes. The row board cables were then reconnected, the bus cable was connected, and the station was powered back up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary lo03_aux 5.2 cubie drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.